Event description:
The customer reported a leak at the probe of a coulter act diff analyzer during startup. The customer indicated that 4 cc of fluid leaked onto the countertop. The customer was wearing personal protective equipment, including gloves, at the time of the event and no exposure or injury was reported. The material safety data sheet (msds) was reviewed and there is an exposure control plan at the facility. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered that the diluent filters were not holding fluid and the peristaltic pump tubings were not stretched enough. The fse performed a vip (verification inspection procedure) to resolve the leak. The customer also mentioned that the plts (platelets) were failing and the fse determined that the instrument was contaminated. The fse performed a decontaminated procedure which resolved the issue with plts background failure. Repairs were verified per established procedures and results met published specifications. Failure mode for the leak at the probe is determined to be that the diluent filters were not holding fluid. The plts background failure was due to microbial contamination of reagent tubing which occur during changing of reagents. The laboratory technicians are placing the tubing, which is placed into the reagent containers, on the counter surface and picks up microbes that grow over time in the reagents. The microbes can attach on to the smallest analytes which are plts thereby causing the failure.

Manufacturer narrative:
(B)(4).